Event description:
During pem with iol implant, surgeon inserted a pre-loaded iol into patient eye and observed haptic was missing from lens. Suregon removed defective lens and completed case without incident using another iol (same manufacturer, model # and diopter.)====================== manufacturer response for iol, hoya (per site reporter)======================device to be returned for evaluation.